Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint that the needle went through the catheter was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation, which showed an 18g insyte autoguard IV catheter with the needle protruding through the side of the catheter tubing. The section of tubing between the catheter tip and the puncture site was filled with what appeared to be blood, which indicates that the tubing was likely damaged during the insertion process. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 381447, lot: 4066996. It was reported that the bd nsyte autoguard gn 18ga x 1.88in needle went through the catheter. The following information was provided by the initial reporter: it was reported by customer that when using the bd insyte autoguard 18ga x 1.88 needle under ultrasound guidance, the needle went through the catheter during IV placement rcc received a complaint via email. My name is (B)(6) and I am a nurse at (B)(6) on the rapid response team. Our team assists the vascular access team in placing ultrasound guided IV's. I came across an issue the other week that I wanted to bring to your attention. When using the bd insyte autoguard 18ga x 1.88 needle under ultrasound guidance, the needle went through the catheter during IV placement. From the patient's reaction, the event took place while I was advancing the catheter. Lot: 4066996. Ref: 381447. Exp: 2027-02-28.